Event description:
It was reported that upon interrogation, the device showed a bvvi message. The physician decided not to implant the device and returned it for analysis.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of backup vvi mode was confirmed in the laboratory. The device was tested using automated test equipment and no anomalies were observed. An attempt was mode to reproduce the reset but was unsuccessful. Review of the device image indicated that an invalid write caused the reset, the cause of this invalid write remained undetermined. Company rep.